Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo_12.1; -9.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a longer length lens due to a low vault and the problem resolved. The cause of the event was unknown.